Event description:
The user facility reported that while transferring a patient from the hospital bed to a 3085 surgical table, the surgical table tipped towards staff members. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the table floor lock feet height was set beyond height specification. The table's casters were set to 3/8". When floor locks are engaged, the casters clearance should be set to 1/4". The technician readjusted the floor locks to 1/4" according to specification. In the 3085 operator manual section 3.2.3 lock table in place states, "note: the tripodal floor locks are self-compensating for floor irregularities of up to 1/4" (6 mm), and should not require adjustment. Floor locks should engage simultaneously and the table base should rise evenly. Casters should swing freely when the table is in the locked position."